Manufacturer narrative:
After further review, this complaint is no longer reportable.

Event description:
It was reported that there was a broken internal latch. No additional information. No patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a broken internal latch. No additional information. No patient involvement.